Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported that the reprocessor water sample had a heterotrophic plate count greater than 200 colony forming units (cfus) of an unknown microorganism. The user did not report any contamination or other serious deterioration in the state of health of any person to which the device could have been a contributory cause.